Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia') and endometriosis ('surgery (other) type of surgery: "endometriosis'") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, pap smear abnormal, loop electrosurgical excision procedure, cryocautery of cervix and overweight. Concurrent conditions included bipolar disorder, post-traumatic stress disorder, anxiety, depression, bloating, diarrhoea, malaise, genital herpes, polymenorrhoea, drug hypersensitivity (allergies: hydrocodone: rash/hives, swelling, penicillin: rash/hives, swelling.), asthma, hyperlipidemia, seasonal allergy, bipolar I disorder, augmentation mammoplasty, chronic uti, temporomandibular joint syndrome, hypothyroidism, hypoglycemia, avitaminosis, raised lfts and allergic rhinitis. Concomitant products included "cholecalciferol" (cholecalciferol), ferrous sulfate, ibuprofen, montelukast, ondansetron, simvastatin, suvorexant (belsomra) and valaciclovir hydrochloride (valacyclovir hcl). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower left and right quadrant pain"). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient experienced night sweats ("hormonal changes describe: posthysterectomy, hormonal changes - night sweats"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and mood swings ("hormonal changes describe: posthysterectomy, hormonal changes - mood swings"). On (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (laparoscopic assisted vaginal total hysterectomy with bilateral salpingo oophorectomy bladder sling, novasure endometrial ablation and surgery of endometriosis). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometriosis, urinary tract infection, dysmenorrhoea and ovarian cyst had resolved and the menorrhagia, abdominal pain lower, vaginal haemorrhage, bladder disorder, urinary tract disorder, night sweats, cystitis, vaginal infection, migraine, headache, fatigue, alopecia, vaginal discharge, weight increased and mood swings outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, endometriosis, fatigue, headache, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 146 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Computerised tomogram abdomen: on (B)(6) 2013: normal CT of the abdomen and pelvis as described. The patient's essure coils, as best as can be determined on CT, appear to be in good position. No definite pelvic or left lower quadrant abnormality is appreciated. No acute or focal bowel abnormality is identified. I specifically see no abnormality in the region of the sigmoid colon in this patient with left lower quadrant pain.. Hysterosalpingogram: on (B)(6) 2013: the uterine cavity appears normal, without filling defect. There is satisfactory location of the micro inserts. The magnified view of the cornua shows tubal occlusion bilaterally. No free spill is seen. Impression - bilateral tubal occlusion and satisfactory location of micro inserts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain :, abdominal, left lower quadrant , heavy menses ,dysmenorrhea, fatigue. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs received events "hormonal changes - mood swings, night sweats" were added. Outcome of events " uti and pelvic disorder" were updated as recovered. Reporter information and patient demographics were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and endometriosis ("surgery (other) type of surgery: endometriosis") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, pap smear abnormal, loop electrosurgical excision procedure and cryocautery of cervix. Concurrent conditions included bipolar disorder, post-traumatic stress disorder, anxiety, depression, bloating, diarrhoea, malaise, genital herpes, polymenorrhoea, drug hypersensitivity (allergies: hydrocodone: rash/hives, swelling, penicillin: rash/hives, swelling.), asthma, hyperlipidemia, seasonal allergy, bipolar I disorder, augmentation mammoplasty, chronic uti, temporomandibular joint syndrome, hypothyroidism, hypoglycemia, avitaminosis, raised lfts and allergic rhinitis. Concomitant products included colecalciferol (cholecalciferol), ferrous sulfate, ibuprofen, montelukast, ondansetron, simvastatin, suvorexant (belsomra) and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), abdominal pain lower ("lower left and right quadrant pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and ovarian cyst ("ovarian cysts") and was found to have hormone level abnormal ("hormonal changes describe: posthysterectomy") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal total hysterectomy with bilateral salpingo oophorectomy and novasure endometrial ablation) and surgery of endometriosis. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, vaginal haemorrhage, bladder disorder, urinary tract disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, fatigue, alopecia, vaginal discharge and weight increased outcome was unknown and the endometriosis, dysmenorrhoea and ovarian cyst had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, endometriosis, fatigue, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: normal CT of the abdomen and pelvis as described. The patient's essure coils, as best as can be determined on CT, appear to be in good position. No definite pelvic or left lower quadrant abnormality is appreciated. No acute or focal bowel abnormality is identified. I specifically see no abnormality in the region of the sigmoid colon in this patient with left lower quadrant pain.. Hysterosalpingogram - on (B)(6) 2013: the uterine cavity appears normal, without filling defect. There is satisfactory location of the micro inserts. The magnified view of the cornua shows tubal occlusion bilaterally. No free spill is seen. Impression - bilateral tubal occlusion and satisfactory location of micro inserts.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal, left lower quadrant , heavy menses, dysmenorrhea, fatigue. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received : reporter's information updated. Event: injury were updated to abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, hormonal changes describe: posthysterectomy, infection (bladder/ urinary tract/vaginal), migraines / headaches, dysmenorrhea (cramping), fatigue, hair loss, pain, surgery (other) type of surgery: endometriosis, vaginal discharge, weight gain / loss specify which one: weight gain, other injury(ies) or complication (s) please describe: ovarian cysts were added. Medical history , lab data concomitant drugs were added. On 8-may-2019: coding request received. Event ovarian cyst : llt ovarian cyst was updated ovarian cyst nos. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.